Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that an account was getting locked out. A technical support specialist confirmed that the user was able to login to the server and the user lockout issue had happened at another location. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, an account was getting locked out from the station. The customer stated that the malfunction occurred when user trying to issue medication to a patient. However, there were no adverse events or injuries reported due to this event.